Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector won¿t latch, ¿adjust/check belt¿ messages, service code 204) was confirmed due to the latches on the trunk cable connector being broken, creating an insecure connection with the monitor. The root cause for the broken latches was unable to be positively identified. The belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "adjust/check belt" messages, a service code 204, and the electrode belt connector will not stay latched.